Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
They unravel super easily while inside of you - tampon [device breakage]. Case narrative: consumer stated via social media that the tampon unravels while inside of her. No injury was reported.